Manufacturer narrative:
During the time period in which the mastitis occurred, the user was also pumping with another breast pump three times a day. She reported that she used the willow breast pump for a total of two times when she developed mastitis. The user discontinued use of the willow breast pump after this incident. The device was not returned to exploramed nc7 for evaluation; however, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. With the information provided, it cannot be definitively concluded that the willow breast pump caused or contributed to the incident of mastitis. According to a report by the world health organization from 2000 titled, "mastitis: causes and management," "the reported incidence [of mastitis] varies from a few to 33% of lactating women, but is usually under 10%."

Event description:
On (B)(6) 2018, the customer reported to exploramed nc7 that she had developed mastitis while using willow. The manufacturer contacted the user, and on (B)(6) 2018, the manufacturer learned that the mastitis occurred in (B)(6) 2017. The user was prescribed antibiotics for her mastitis, which has since resolved.